Event description:
Received information from patient's father indicating his daughter was hospitalized due to hyperglycemia and diabetic ketoacidosis. As per patient's father, patient's bg levels are normal.

Manufacturer narrative:
Device has not been returned for evaluation. Should new information become available a follow up MDR will be submitted. Event not likely to lead to death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.